Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the perfusionist noted that the battery indicator light went from green to yellow to red in quick order. As a result, an alternate device was employed which caused a thirty minute delay before the procedure. The surgical procedure was completed successfully with no blood loss or no adverse consequences to the pt.